Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with intravenous drip like zofran in the hospital. Customer experienced symptoms such as vomiting, screaming in pain customer stated they had bent cannula. The insulin pump will not be returned for analysis.